Event description:
Covidien received information of 840 ventilator with a blank display. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to swap the power supply. (B)(4).